Manufacturer narrative:
Insulin pump received with no button response at escape, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Insulin pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of the reservoir compartment got damaged. The customer¿s blood glucose was 164 mg/dl. The customer stated that the reservoir did not lock in the place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.